Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user stated they had a patient sample for hcg that initially gave a very low result of 1.66 miu/ml which was reported as negative. The doctor questioned the result as she knew the patient was pregnant due to a positive urine pregnancy test. A second specimen was drawn from the patient and gave results of >10000 miu/ml and 29499 miu/ml with a 1:50 dilution. The original sample was pulled and gave results of >10000 miu/ml and 35376 miu/ml with a 1:50 dilution. The tech spoke to the doctor and gave her the correct report. The doctor stated the patient had been given toradol. The user stated this was not in response to the initial result. No treatment was received based on the result. The hcg reagent lot number was 15666101. It was noted the user was not using the rack inserts as recommended in product labeling. The field service representative determined there was a defective lld p3 board and replaced it. He verified the analyzer was running to specification by performing calibration and qc.